Event description:
Complainant alleged that during a routine shift check by a clinician, they were unable to charge the defibrillator when charge button was pressed and were unable to lower energy setting when energy down arrow button was pressed. The complainant indicated that there was no pt involvement in the reported failure.